Manufacturer narrative:
G4:11nov2020. B4:01mar2021. H10: the device was received by the philips bench repair. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty flow sensor. The bench replaced the device flow sensor to resolve the reported oxygen measurement issue. The device passed performance verification testing and was placed back into service. G4:26feb2021. B4:01mar2021. H11:g5:k102985. H10: the removed gds assembly was returned to failure investigation (fi) for evaluation. Visual inspection revealed no anomalies. The gds assembly was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test confirmed the failure. The root cause was determined that these failures occurred due to the "u1" component on the air flow sensor printed circuit board assembly (pcba) was out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 24jul2020.

Event description:
The customer reported that the device's oxygen measurement fluctuates between 100% and 21%. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.